Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined to provide information regarding their alternative insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.